Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump received multiple power source alerts. The issue continued to persist and the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 145 mg/dl.